Manufacturer narrative:
Bottle 11 (ipa) was removed from the instrument for approximately five (5) minutes at 14:49pm or (B)(6) 2014, which is sufficient time to complete manual replacement of the reagent, and the properties of the corresponding reagent station were reset. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions (100% in this instance); and resets the number of cassettes processed and the number of cycles and days to zero. However, the variance between the ipa concentration of 88% measured by a leica field service engineer on (B)(4) 2014 using a hydrometer, and that calculated by the instrument software of 100%, indicates an error occurred during completion of this action. Bottle 11 was then used for the final dehydration/clearing step of the "portsmouth - 15hr xylene free" protocol started in retort a, at 16:15pm on (B)(6) 2014. The minimum final reagent concentration required for ipa is 95%. The consequences of using ipa at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in subsequent processing steps ultimately resulting in sub-optimal processing reported was a use error, which occurred during the replacement of ipa in bottle 11 and completed prior to commencement of the "portsmouth - 15hr xylene free" protocol.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from a 15hr xylene free protocol, which completed on (B)(6) 2014, using peloris ii tissue processor. The laboratory advised that the centre area of the tissue samples were noted to be under-processed, which also has a "crispy" appearance from the outside. A leica field support specialist (fss) attended the laboratory on (B)(4) 2014 and measured the concentration of the reagent bottles. The measured concentration for bottle 11 (ipa) was 88% and the corresponding calculated concentration was 100%. On (B)(6) 2014, leica biosystems received information from the laboratory indicating re-biopsy of nine (9) patients and decision regarding follow-up of another nine (9) patients was to be made by the treating clinician(s). Refer to MFR. Report# 8020030-2014-00022, 8020030-2014-00023, 8020030-2014-00024, 8020030-2014-00025, 8020030-2014-00026, 8020030-2014-00027, 8020030-2014-00028, 8020030-2014-00029 and 8020030-2014-00030 for specific details of the affected patients.